Event description:
It was reported that after the external pulse generator (epg) was turned on and the cable connected, the atrial and ventricular indicator lights did not "flicker." The epg was returned for repair. The was no indication of any patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomaly with the epg.